Manufacturer narrative:
The device was received fully deployed. The pink slide insert was seen through the viewing window, and the linkage assembly was fully deployed. The soft cannula was not visible through the cannula window. The soft cannula was observed to not be retracted; the nailhead was observed within the pink slide insert, and the pink slide insert was observed to sit at the appropriate location within the needle mechanism. No signs of soft cannula retraction were observed. The needle mechanism was reset, and it redeployed as intended. No alarms, timeouts, nor drive stalls were observed in the data. The exposed portion of the soft cannula was observed to be torn, with the tear occurring in the unexposed portion of the soft cannula. It was shortened outside of specifications at .582 inches. It could not be determined when this damage occurred or if it can be attributed to the reported events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached over 300 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. After realizing elevated bg levels despite delivering corrections, patient found the cannula had retracted; this indicates that a needle mechanism failure occurred. As treatment, a new pod was applied and a bolus was delivered.